Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the louver detector cover was removed. It was reported that the gantry cable chain were bent. The detector cover was replaced and cable chain readjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a procedure, an unintended noise emitted from the imaging system when attempting to perform an image acquisition. It was noted that upon opening the gantry, a plate had fallen inside the gantry. It was reported that a second medtronic imaging system was brought into the operating room (or) to complete the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the reported issue occurred in a l4-l5 posterior spinal fusion. There was a reported delay to the procedure of less than 1 hour due to this issue. Patient demographics provided.

Manufacturer narrative:
The louver cover for the imaging system was returned to the manufacturer for evaluation. Testing found that the plastic hinges on the cover were damaged and that the cover was slightly bent.

Manufacturer narrative:
The louver cover detect positioner was returned to the manufacturer for analysis. Analysis found there was physical damage to this component. If information is provided in the future, a supplemental report will be issued.